Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The results from the meter were 5.1 inr and 4.9 inr. The laboratory result 1.5 hours later was 3.8 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The therapeutic range was 2.5 inr to 3.5 inr. The customer was not anemic, had no heparin therapy, no antiphospholipid antibodies, no direct thrombin inhibitors, no medication changes, and no bruising or bleeding. The customer was getting over a cold. The customer's diet had been altered to more junk food and less vegetables. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.3 inr , qc 2: 2.2 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.8 - 2.8 inr). All measurements were without error messages. The maximum difference between measurements was 4.0%.